Event description:
----

Event description:
Boston scientific received information that this patient had stated that he felt like he had received two shocks earlier today. Device interrogation did not show any evidence of any shocks being delivered. Elevated threshold measurements and intermittent capture was observed. However, sensing and impedance measurements were stable. Fluoroscopy was performed which revealed a small perforation and the lead tip was poking outside the patient's heart. A revision procedure was performed and the lead was removed from service and replaced without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal hv terminal pin. However, there were no discernable setscrew marks noted on the is-1 ring. Additionally, there was blood/body fluid noted in the helix housing and slight tissue in the helix. Resistance and pressure testing was performed which confirm the electrical continuity and insulation integrity of the lead. Laboratory analysis was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was explanted, replaced and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
------